Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, product type: pump. (B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative reported the patient had a granuloma. The patient was receiving morphine at 25mgml and 9mg/day. Diagnostics performed, actions/interventions taken, the cause of the issue, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Additional information received from the manufacturer representative indicated the pump explant would be performed on (B)(6) 2015. The patient received unknown morphine (25mg/ml, unknown dose) in an implantable pump for spinal pain. The dose was decreased down to less then 1mg/day. The entire system was explanted. The issue began when the patient complained of significant increased pain a couple of months ago, when it was thought the granuloma began. The granuloma was found on a scan after the pain began.